Event description:
It was reported that the customer received a motor error alarm. The insulin pump's case was cracked and the buttons were unresponsive. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. No motor error alarm noted. Motor passed motor test. Intermittent button response due to moisture damage keypad traces. Pump received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched and cracked display window, cracked reservoir tube.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.